Event description:
The customer reported the ventilator gave a vent check alarm for blower temperature high. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator and there was no patient harm. The customer spoke with a remote service engineer (rse) and verified the error log showed the blower high temperature error. The rse reviewed suggested repair per the manual. Customer found the air inlet filter dirty / clogged. Customer is going to replace the filter then run the unit to monitor. The customer replaced the air inlet filter, and the issue was resolved.